Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer would like the arctic sun device investigated as it was emitting a burning rubber smell.

Manufacturer narrative:
The reported issue was inconclusive. The root cause is being investigated per CAPA 14345646. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA 14345646. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer would like the arctic sun device investigated as it was emitting a burning rubber smell.